Event description:
We received a complaint of an above knee amputee patient who fell while wearing a mauch knee and sustained a fractured hip. No further details provided at this time.

Event description:
We received a complaint of an above knee amputee patient who fell while wearing a mauch knee and sustained a fractured hip. No further details provided at this time.